Event description:
The patient had a central pcvc line in the left leg near the ankle. The dressing covering the area was occlusive but had pulled down and the line was pulled tight. The line was stretched very thin. The line was secured by a 2x2 to prevent further stretching of the line. A member of the pcvc team was called. The line flushed easily. But, when they tried to adjust the dressing and the line, the line broke off. The line was secured to prevent slipping into the leg. Another pcvc line had to be placed.